Event description:
The customer reported that the t:slim x2 pump battery would not charge, and there was a power source alert in the pump history labeled as alert 07. There was no adverse impact to the customer¿s blood glucose level. The issue resolved prior to the call to technical support, and even though the customer initially used a non-tandem wall adapter, the pump began charging properly. Technical support instructed the customer not to use third-party charging supplies and agreed to send a replacement tandem wall adapter via two-day shipping. No further assistance was required.